Event description:
It was reported that the subject device cannot regulate the flow rate. The event occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the flow rate cannot be adjusted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of pump head. The additional findings are caused by a component failure of control panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: the problem was found during gastrointestinal endoscopy examination diagnostic procedure. The procedure was completed with the same equipment.